Event description:
User received a low sodium result for one patient sample. Initial result 126 mmol/l, repeat 127 mmol/l. Repeat result was reported and questioned by the physician. Patient was sent to ER where testing was repeated and resulted in the normal range. Patient was not admitted to the ER and received no treatment since results were normal. Original sample was repeated in 2008, and gave a result of 131 mmol/l. The field service representative determined the pinch valves were defective and replaced four of them. On follow up visit, he was unable to determine a cause and replaced the reference electrode, replaced 4 valves on ise module, replaced dosage pipette c tip, replaced the abs lamp and retaped thread buffer slide cover. The technical service representative determined the cause was a failed calibration and checked the calibration reports. On follow up visit, the field service representative suspected a valve issue or back draining issue. He replaced seven pinch valves, replaced the mixtower o-rings, checked and adjusted the air mix and air dry settings. On subsequent visit, he replaced the ise mixtower socket, locking ring and assembly.